Event description:
Last ICD check completed on (B)(6) 2019 showed 3 years remaining on battery. Patient began hearing his device beep (B)(6) 2019. Patient was seen in office same day. Programmer showed "explant indicator reached on (B)(6) 2019." Contacted boston scientific tech support for a more detailed timeframe. Tech support was able to view rapid battery depletion and explained we have 28 days to change device battery out. FDA safety report ID # (B)(4).